Event description:
It was reported that reason for call was that they have a meeting with the representative coming up and they had no issues with the device since the device was implanted until now. Pt said that they thought that the controller battery just died as the device wouldn't charge anymore and the equipment wouldn't find the implantable neurostimulator (ins) when they were trying to recharge the ins. Pt said that they messed with the equipment for the last couple months and an error message (system problem rm03) appeared a couple days ago. Pt said that the equipment wouldn't charge the ins at all now. Pt said that they had reset the controller a couple times before. Pt said that sometimes the controller battery would go from 100% to 50% to 0%, but then would go to 90% after plugging the device in. Patient services (pss) had the pt reset the controller and then unlock the controller. The controller was at 100% and the ins was at 40%. Pt saw no apparent damage to the equipment. Pt then said that the recharger was getting super hot lately when trying to recharge the ins. The issue was not resolved. A replacement controller, battery pack, and recharger was sent out. Pss used asked/unknown for the event date as the pt was unsure if the issues first started this year or last year. Pt mentioned during the call that they just got good health insurance so they wanted to figure out what was wrong with their feet. Pt said that the ins was helping and that they had just met with another neurosurgeon who didn't believe in the devices. Pt said that if they turned the ins off or if the ins shut off due to the battery running too low, their right side of their body would go south real fast.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.